Event description:
It was reported that a patient underwent an unknown spinal procedure to treat pain and instability (spondylolistheses); instrumentation was placed at l3-l4-l5. Xray images taken the day after surgery suggested that at least one of the set screws were loose. One month post-operatively, xray images showed instability at l4-l5, with a spondylolistheses grade 3 and neurological deficit at that level, 2 floating set screws and one rod misplaced. A revision surgery was scheduled at that time. During the revision, the surgeon found that the set screws at left l5 screw and right l4 screw were completely loose and out of the screw heads; the other set screws already loose inside the screw heads. All screws were replaced by multiaxial screws (except right l5 due to screw loosening) and construct was extended to s1. No additional complications were reported.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect has been identified on the returned implants. The observations suggest that the rods were not inserted properly into the rod canal of the fas. One reason may be the improper bending of the rod as fas give less flexibility than mas for adjustment. In such condition, when the patient stands up, realignment of the rod into the rod canal may happen inducing setscrew loosening and/or rod slippage.